Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was around 500 mg/dl. Customer infusion set was clogged and they decided to remove it as his blood glucose was not coming down that time. The customer blood glucose level was around 300 mg/dl at the time of incident as the infusion set was clogged. Customer was treated with bolus. It was unknown that the auto mode feature was active or not at the time of event. The device will not be returned for analysis.